Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels over 600 mg/dl. Customer stated that she changes her infusion set at night, but wake up with high blood glucose levels. Customer reported that she drank gatorade and was confused why the high blood glucose levels did not register on her insulin pump. Customer also stated she kept receiving a no delivery alarm on the insulin pump. Customer will call back to go through troubleshooting when she feels better. Customer stated that she has insulin pens to treat her blood glucose levels. It was explained to the customer why no delivery alarms occur and that the pump is detecting an occlusion. No additional information provided.